Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range (400-above 500 mg/dl) the customer took boluses via the pump to stabilize bg level. During troubleshooting with tandem technical support, the customer noted tiny air bubbles in the luer lock. The customer changed out the infusion set tubing. Reportedly, the customer is using apidra insulin. The customer was instructed to consult with health care provider as apidra is not approved to be used with the pump.